Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 487mg/dl and her blood glucose was treated with an insulin drip. The customer experienced vomiting and diarrhea. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found a button error alarm. The bolus history was checked and noticed that a bolus was stopped by the no deliver alarm. The customer changed the infusion set and delivered the rest of the bolus. Assisted the caller to run a manual prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to complete the testing. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.